Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 23 needle ns 23ga 1-1/2in flt grd experienced a breach in sterility which was noted prior to use. The following information was provided by the initial reporter: no needle cap. Defect detected during preparation for use in the process.

Event description:
It was reported that 23 needle ns 23ga 1-1/2in flt grd experienced a breach in sterility which was noted prior to use. The following information was provided by the initial reporter: no needle cap. Defect detected during preparation for use in the process.

Manufacturer narrative:
Investigation: thirty-seven (37) samples and one (1) photo were received from the customer for investigation. The thirty-seven (37) samples were received in a baggie. Some of the samples were shielded, some were not shielded and some loose needle shields were also present in the baggie. One (1) photo was also provided by the customer for investigation. The photo shows a small baggie with approximately fourteen (14) needle shield assemblies which are not shielded. There is also a loose needle shield present in the baggie. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, a machine malfunction resulted in some needle assemblies not getting shielded during the assembly process. These needle assemblies then were bulk packaged without an operator noticing that the shields were missing. Bd acknowledges that some of the returned samples were missing needle shields. However, as these occurrences would not exceed the acceptable quality limit (aql) for the batch, no corrective or preventative actions are proposed in the scope of this complaint.